Event description:
The physician was attempting to use a pacific plus pta balloon to treat a lesion in a patient. During the procedure it was discovered that the balloon was broken the proximal part when an attempt was made to inflate it in the patient. Device was used in the patient but no serious injury or clinical sequelae occurred .

Event description:
Evaluation summary : the device was returned placed in the hoop inside the original plastic pouch. The balloon was found covered with blood, meaning that it was inserted in the patient. A 0.018 guide wire was easily advanced starting from the balloon until the hub. Negative pressure was applied on the balloon through a manometer syringe, the test failed as bubbles arose continuously to the syringe. Afterwards positive pressure was applied in balloon, a leak was found in the proximal part of the balloon. Finally the balloon was analysed through a microscope showing a longitudinal cut in the proximal part of the balloon right after the marker.

Manufacturer narrative:
Evaluation results: no device received for evaluation. No results available since no evaluation performed- device or procedural images not provided for review. Limited information, root cause is undetermined. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Limited information, root cause is undetermined. (B)(4).